Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m had a tiny hole in the tubing. The following information was provided by the initial reporter: account states tiny hole in #10010453 tubing.

Manufacturer narrative:
H6: investigation summary: a complaint of a tiny hole found in the tubing was received from the customer. A sample was received for investigation. Through visual inspection, no damages or defects were noted on the set. The set was primed and infused, and no leakage was observed on the set. The set was then inspected under a microscope and no damage was seen on the set. The defect could not be confirmed. A device history record review for model 10010453 lot number 22125445 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined due to the defect not being able to be replicated. This incident has been added to our database of reported incidents. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m had a tiny hole in the tubing. The following information was provided by the initial reporter: account states tiny hole in #10010453 tubing.